Event description:
Clinical narrative: impella 5.5 was inserted via the right subclavian axillary artery in a 66-year-old male patient with cardiomyopathy following postcardiotomy cardiogenic shock. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. The patient had previously been escalated from an initial impella cp to a second impella cp to use for left ventricular unloading with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO), followed by escalation to impella 5.5 for continued left ventricular unloading while continuing va-ECMO support. The patient was subsequently weaned from va-ECMO and transitioned to full circulatory support with the impella 5.5. Additional comorbidities were not reported. Impella 5.5 insertion was reported to be uncomplicated with no difficulty delivering the device and no abnormal alarms noted in the operating room. Upon return to the intensive care unit, a placement signal not reliable alarm was observed, and placement signals were not displayed. Despite the alarm, pump performance metrics remained within expected parameters, including flow of 4.3 liters per minute at performance level p-8, motor current of 427 milliamperes with preserved motor current waveform, purge flow of 12.0 milliliters per hour, and purge pressure of 532 millimeters of mercury. The purge solution consisted of 5% dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. Echocardiographic imaging was utilized throughout support and confirmed appropriate device position. No interruption of support, hemodynamic instability, or additional device performance concerns were reported. The nursing staff was educated to monitor motor current and other performance parameters due to the absence of a reliable placement signal. Care was subsequently withdrawn due to the patient's severe underlying comorbidities and poor overall clinical prognosis, and the patient expired. Based on the available information, the impella 5.5 continued to provide circulatory support as intended despite the reported placement signal not reliable alarm. Device flow, motor current, and purge parameters remained within expected ranges, and echocardiography consistently confirmed appropriate positioning. The patient's death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.